Event description:
It was initially reported by the physician that the pt showed high lead impedance on diagnostics test. X-rays were taken and it showed a gap in insulation in one of the leads. Pt's last good diagnostics results were obtained on (B)(6) 2010. No pt manipulation or trauma was reported. X-rays will be sent to MFR for review. Physician stated that the pt is also having an increase in seizures which is likely related to the high head impedance. (B)(4) attempts to obtain x-rays have been unsuccessful till date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death.